Event description:
The customer received questionable troponin t stat generation 4 (tnt) results for two patient samples. Patient sample 1 was tested on the cobas e601 analyzer and the result was 0.11 ng/ml. The sample was then tested on the elecsys 2010 analyzer and the result was 0.02 ng/ml. The sample was then retested on the cobas e601 and the result was 0.11 ng/ml. The result of 0.11 ng/ml was reported outside the laboratory. Patient sample 2 was from a (B)(6). The initial result was <0.01 ng/ml with a data flag on the e2010. After the discrepancy with patient sample 1, this sample was repeated on the cobas e601 analyzer and a result was 0.05 ng/ml. The result from the elecsys 2010 was reported outside the laboratory because it had been run as a stat sample. No corrected report was issued. The results from the cobas e601 analyzer were considered to be correct. The patients were not adversely affected. The tnt reagent lot number was 16887901, with an expiration date of 08/31/2013. The field service representative could not find a cause. He checked the system and replaced the measuring cell during troubleshooting as preventive maintenance, as it was due to be replaced in a couple of months. He successfully ran performance testing which met specifications. He verified the pipetting accuracy and precision. The customer calibrated all assays and ran controls which were within range.

Manufacturer narrative:
The investigation could not determine a specific root cause with the information provided for investigation. It was noted that the centrifugation time the customer was using for sample preparation was too short compared to the specifications of the primary tube manufacturer. This could be a possible cause of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.